Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One used needle suture piece re-park in the winding former and one empty foil packet for product code were received for anaysis. Upon visual assessment of the needle-suture pieces, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, the other section of the suture and foil were not returned for evaluation. The foil packet was examined and no anomales or holes on the cavity were observed during the evaluation. This product code w9918 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? How was the patient's wound healing time affected? Was and additional dosage of medication or a change in the planned post procedure treatment? Please provide additional details. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a left ear cochlear implant procedure on (B)(6) 2025 and a suture was used. The surgery started at 6:25 and ended at 8:40. When the suture was used to sew up the subcutaneous tissue and tied a knot, the suture broke with a slight force from the surgeon. The suturing could not be completed normally and multiple re-suturings were required, which affected the patient's wound healing time and the progress of the surgery. No adverse patient consequences were reported. Additional information was requested.